Manufacturer narrative:
Please note that the following have been updated based on additional information provided on 02-aug-2017: describe event or problem. Please note that the following section was corrected on this follow-up #2 report: corrected ¿brand name¿ from "neuron max" to "neuron max 6f 088 long sheath".

Event description:
On 02-aug-2017, an update was provided indicating the location of the adverse event: "vessel dissection of extracranial internal carotid artery (ica) during intervention".

Manufacturer narrative:
Please note that the following sections have been updated based on additional information provided on 07/13/2017: describe event or problem, other relevant history, including preexisting medical conditions, lot #, expiration date, UDI #, catalog #, ''other'' reason for non-evaluation, device manufacture date. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded by the hospital.

Event description:
Based on additional information provided on 07/13/2017, the description of the event has been updated to read as follows: the patient was undergoing a thrombectomy procedure to treat an occlusion of the right m1 segment of the middle cerebral artery (mca) using a neuron max. During the procedure, while using the neurom max as a guide catheter, an iatrogenic dissection was observed in the internal carotid artery (ica) on the right side. The dissection was treated by stenting. The dissection was adjudicated to be an adverse event with a possible relationship to the neuron max. Following the procedure, the patient¿s thrombolysis in cerebral infarction (tici) score was 3.

Manufacturer narrative:
Additional information has been requested; however, the main hospital contact for this event has been out of the office. Once additional information becomes available, a supplemental report will be submitted. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra devices, which included, but was not limited to, a penumbra system ace 68 reperfusion catheter (ace 68) and a penumbra system 3max reperfusion catheter (3max) to treat an occlusion of the right m1 segment of the middle cerebral artery (mca). During the procedure, an iatrogenic dissection was observed in the internal carotid artery (ica) on the right side. The dissection was treated by stenting. The dissection was adjudicated to be an adverse event unrelated to the ace 68, and a possible relationship to "other penumbra devices"; however, the suspect device was not specified. Following the procedure, the patient's thrombolysis in cerebral infarction (tici) score was 3.